Manufacturer narrative:
This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33. There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca19-9 xr result on one patient. The results provided were: on (B)(6) 2021 initial 1:10 dilution ca19-9 xr result=<20.00 u/ml /repeated neat=13.19 u/ml /previous result=2000 u/ml. The customer concern for previous high ca19-9 xr result. There was no reported impact to patient management. There was no reported impact to patient management.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
Health effect impact code: example: f26 component code: example: g01003 d8: was this device serviced by a third party? Example: no the complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and historical performance of architect ca 19-9xr lot number 19022m800. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of reagent lot 19022m800 was evaluated using world wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 19022m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca19-9xr reagent, lot 19022m800.

Manufacturer narrative:
Correction on section 10: health effect impact code: f26, from health effect impact code: example: f26. Component code: g01003, from component code: example: g01003. D8: was this device serviced by a third party? No. From was this device serviced by a third party? Example: no.